Manufacturer narrative:
Based on our investigation, we can conclude that the trajectory of the returned guide aligns with the doctor's approved final plan. Additionally, all production processes were found to have been properly followed. As such, the cause of the trajectory deviation could not be determined.

Event description:
The guide was used for implant surgery. For site #9, the doctor used a tissue punch, then completed the drilling sequence. When she went to place the implant, she realized that she could not find the osteotomy through the tissue punch. She then laid a tissue flap, and found that the buccal bone was completely missing. The site was then grafted, and the doctor plans on attempting the surgery after the patient has healed. All other implants (#6, 8, and 11), were placed successfully using the guide.